Event description:
It was reported that the tip of the wire severed off. Two 300cm v-14 control wires were selected for use. During the procedure, when the physician was trying to exchange the rubicon 14 catheter, it was noted that the device ended up getting stuck in the v-14 wires. Furthermore, the tip of the wire severed off. No wire fragment remained inside the patient's body. No patient complications were reported and the patient's status post procedure was fine.